Event description:
The customer reported that they received an erroneous result for one patient sample tested for free thyroxine (ft4). A pour off tube of the sample was tested and resulted as 0.101 ng/dl. The 0.101 ng/dl value was reported outside of the laboratory. The doctor questioned the result. On (B)(6) 2015, the customer pulled the original and pour off tubes of the sample as part of validity testing for ft4 and thyrotropin (tsh). The original tube was tested on 01/06/2015 and resulted as 1.24 ng/dl. The pour off tube used to run the sample initially was repeated on (B)(6) 2015 and resulted as 1.30 ng/dl. A different pour off tube of the same sample was tested on (B)(6) 2015 and resulted as 1.29 ng/dl. The repeat result was believed to be correct. The customer stated that the tsh result from the initial testing was similar to repeat results. No result data was provided for tsh. The patient was not adversely affected. The ft4 reagent lot number was 18173101 with an expiration date of (B)(6) 2015. The field service representative performed operational and mechanical checks of the analyzer. The customer informed him that the sample was cloudy. A specific root cause could not be determined based on the provided information. Additional information required for investigation was requested, but not provided. From the information provided, a general reagent issue can most likely be excluded. The reported issue is most likely related to pre-analytic handling of the sample.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).